Event description:
It was reported to boston scientific corporation that a cre dilatation balloon was used during an esophageal stricture dilatation in the esophagus procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the anastomosis stricture was dilated with a cre dilatation balloon; however, the center part of the balloon was not fully inflated only the sides were totally inflated. However, the procedure was completed with this device. After the procedure, the physician inflated the balloon outside the patient and noted that both sides of the balloon were not fully inflated and there was a slight change in shape of the balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Block a2: the patient was reported to be over 18 years old. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination revealed that there were no shape irregularities noted. There was no inflation issue noted. The balloon was inflated to its maximum od (15 mm) using an alliance inflation system and it inflated evenly, with no problem. The catheter shaft was inspected for cosmetic defects and none were found. The balloon was found relaxed, deflated. The balloon was inspected for any damage and no damage was found. The device history record review confirms that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. The reported event of balloon inflates in an irregular shape was not confirmed. The most probable root cause of this event is operational context. The complaint was likely caused by operational context as due to some procedural/anatomical factors encountered during the procedure performance of the device was limited.

Event description:
It was reported to boston scientific corporation that a cre dilatation balloon was used during an esophageal stricture dilatation in the esophagus procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the anastomosis stricture was dilated with a cre dilatation balloon; however, the center part of the balloon was not fully inflated only the sides were totally inflated. However, the procedure was completed with this device. After the procedure, the physician inflated the balloon outside the patient and noted that both sides of the balloon were not fully inflated and there was a slight change in shape of the balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.